Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va05v2k, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had a 4 hour surgery to remove their thyroid on (B)(6) 2015 due to thyroid cancer and the patient had their device turned off during the surgery. Since the patient turned the therapy back on after surgery, it was not helping the patient empty their bladder and they just had little drips. The patient experienced a sudden loss of change of therapy. The indication for use for this patient was gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.